Event description:
A customer contacted beckman coulter inc. (Bci) reporting 3 erroneously low alanine aminotransferase (alt) patient results generated by the unicel dxc 800 pro synchron clinical system. The original results were "suppressed" and upon repeat the results were 30, 19 and 14iu/l for patient 1, 2 and 3 respectively. There was no affect to patients with regard to this event.

Manufacturer narrative:
Qc was run before and after the event and was within the established ranges but "unassayed2" was running on the low side. A field service engineer (fse) went on-site and found the level sense led on cartridge chemistry (cc) sample probe flickering when wires were tapped on level sense test. Fse replaced level sense bead, smart module and cc sample probe and ran 50 sample reps without fault.